Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the blade of the harmonic ace instrument was broken and fell inside the patient's cavity while cutting the tissue. The fragment was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. When the customer used the instrument for about 30 minutes, the instrument blade broke and fell into the patient's cavity. The fragment was retrieved during the same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. The surgeon believed the issue was due to the instrument as it did not collide with any hard materials or other instruments. The fragment(s) did not fall inside the patient during an instrument tip collision. It was unknown if the instrument was removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.337¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis.